Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that they went to church the day before, and during mass their left side got hot where the implant is; there was heat from the ins on (B)(6) 2019. It was noted that they had not had any falls or accidents, and that was the first time that had happened. No further patient complications are anticipated or expected as a result of this event.